Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false detection of a loaded set at point #2. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified symptoms false detection of a loaded set. Evaluation found that an "unload from guide #2" message occurred when the set was not yet loaded, caused by the lower hook switch stuck in the bracket. The lower auxiliary assembly, which contains the failed hook switch, was replaced.